Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. A sample analysis could not be performed because no photo or sample was available for evaluation. The reported condition could not be confirmed. A root cause cannot be determined with the available information. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported through the competent authority that the medical staff was alerted by the patient's daughter of a popping sound. The medical staff investigated the catheter line and saw no apparent damage and no urine on the bed in case of bypassing urine. The decision was made to remove the catheter as the patient was complaining of discomfort and it had slipped out. Once removed, the catheter balloon was found to have ruptured. The packaging had been discarded so they were unable to confirm the exact product details and lot number.